Manufacturer narrative:
Qn#(B)(4). Returned for investigation was a pcs assembly. The sample was returned in a brown cardboard box with protective shipping packaging. Visual inspection of the pcs assembly was performed, and no abnormality was noted. Each valve of the pcs assembly was connected to a 12v dc power supply to check proper function. Each valve responded properly to the 12v supplied with an audible click, indicating proper valve function with no stuck valves. The pcs assembly was installed into a known good lab inventory ac3 for functional testing. The pump started up successfully. The bp offset voltage was within specification. Pumping was initiated. The leak test was performed and passed both source side and patient side. The pump was then left to run for approximately 1 hour and no alarms or errors occurred. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "purge failure" was confirmed by the field service agent; however, the re-turned pcs assembly passed functional testing during the complaint investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "found purge failure. Pump will not create a balloon waveform and is giving a purge failure red alarm within 10 seconds of being turned on." No patient involvement reported.

Event description:
It was reported "found purge failure. Pump will not create a balloon waveform and is giving a purge failure red alarm within 10 seconds of being turned on." No patient involvement reported.

Manufacturer narrative:
(B)(4).